Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A peritoneal dialysis (pd) patient reported a fluid leak. Fluid leaked from an unknown location in the tubing. There were no alarms or warnings. In a follow up, a pd nurse verified that there was no harm, intervention or adverse event associated with the fluid leak. The patient couldn't explain the tube leak in detail due to eyesight issues.the patient was able to do treatments with new supplies and the same cycler. The cycler set is not available to return as a sample.